Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. 510k: this report is for two (2) unknown curvilinear distractor implants/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two (2) curvilinear distractor implants were not fully opened between eight and fifteen millimeters during bilateral mandibular distraction removal on an unknown date. The surgeon used curvilinear distractor implants on three patients, six hemimandibles which also had the same issue. The surgeon mentioned that he was satisfied with the outcome and as per his plan; however, during the end stage, the surgeon noticed that the distractor relapsed by few millimeters. Patient consequence and any surgical delay is unknown. The other two cases are reported under related complaints (B)(4). This report is for two (2) unknown curvilinear distractor implants. This is report 1 of 1 for complaint (B)(4).